Event description:
After the patient was properly prepped, draped and multiple vascular access sheaths were inserted, the physician placed the mega 8.5fr sheath after exchanging it for the previously inserted 7fr arterial sheath. Upon introducing the balloon catheter into the 8.5fr mega sheath, the physician commented on the difficulty of traversing the sheath. After moving the balloon into position in the descending thoracic aorta just inferior to the left subclavian artery (as visualized under fluoro), the first balloon pump was started but after a couple of cycles returned an error message indicating the pump was unable to auto fill the balloon. All connections were checked and none found to be faulty. Attempt made to withdraw blood through the catheter but was unable get any blood return; so the first mega 50cc balloon was removed. The balloon was flushed afterwards outside the body and a clot was ejected from the lumen of the balloon. We tried to withdraw blood through the 8.5fr sheath and also were unable to get blood return.the physician exchanged the failed balloon for another 8fr mega 50cc balloon kit. The dr exchanged sheaths with the 8.5 sheath from the second iab kit, the scrub tech prepped the 2nd balloon normally (pulled back 30ml of air and flushed the lumen) then the physician inserted the balloon into the patient to the correct location as evidenced by fluoro. Again, the physician commented on how advancing the balloon through the sheath was difficult. The balloon also didn't respond to the auto fill so we switched out to the other second balloon pump, and again tried to work the auto fill. We then encountered an error message indicating a leak was detected. All connections along the tubing were checked with no fault found. The balloon was visualized under fluoro and it appeared to be improperly filling. The 2nd mega balloon was then removed, and the 8.5fr sheath was removed and exchanged for a 9fr x 10cm sheath from another manufacturer. A new maquet 40cc balloon was inserted and properly positioned in the descending thoracic aorta. This time all worked as expected with the balloon pump providing support to the patient allowing us to attempt to balloon the patient's cardiac vessels.